Manufacturer narrative:
Product analysis #(B)(4): analysis was able to confirm the customer comment that the patient cables had the wire disconnected at the connector entrance. The cable was broken into two pieces at the plug stress relief. It was also determined at analysis that the both positive and negative continuity tests measured open due to damage. The heart lead connectors blue colour was faded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the cable returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cables had the wire disconnected at the connector entrance. The patient cables are expected to return for analysis. There was no patient involvement.